Event description:
The customer reported that there was a loss of the spo2 parameter.

Manufacturer narrative:
The report from the customer indicates that the spo2 parameter was lost for an undetermined time period. The limited available info about the time period of lost monitoring and about whether or not there were inops is not sufficient to support that there was a health risk. In abundant caution, we will report this failure. Additional investigation will be done to attempt to determine if there was a health risk. (B)(4).